Event description:
Some getinge atrium soft pvc chest tubes require the product to be "cut at the bubble" prior to connecting to a chest drainage device. Others (larger french chest tubes) connect without cutting the chest tube. Additionally, those that must be "cut at the bubble" also required the clinician to cut the "natural connector" at the end of the chest drainage system and replace it with a smaller 5 in 1 connector. This process is counterintuitive and there are no instructions on chest tube packaging to this effect. In this case, the medical team was unaware the chest tube and chest drainage system had to be cut to establish a connection. Instead, the team connected the tapered end of the chest tube direction to the chest drainage device and attempt to place the 5 in 1 connector into the natural connector of the chest drainage system. This resulted in loss of suction and a pneumothorax. Getinge makes a firm pvc chest tube that is flared on the end. For chest tube sized 16 french and greater, this eliminates the need to modify the chest tube or chest drainage device. However, size 10 and 12 french chest tubes require a sims connector which is available as a separate purchase or in a pediatric oasis chest drain device. FDA safety report ID# (B)(4).